Event description:
The pt was implanted with a smooth saline prosthesis on 6/6/96. Subsequently, the physician noted that the pt had developed delayed wound healing, necrosis, and extrusion of the right breast and removed the prosthesis on 6/26/96. No add'l info regarding this occurrence is available at this time.